Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had intermittent communication errors. The error may result in a system lock up, no boot, or shutdown situation. There is no report of injury or death associated with the event descried in this complaint.